Event description:
The customer stated that a physician questioned results from an unspecified number of patient samples tested for calcium gen.2 (ca) on a c501 analyzer. The customer pulled the samples and repeated these. Results were found to be different and had to be corrected. The customer provided data for a total of 2 patient samples that had erroneous ca results that were reported outside of the laboratory. The first sample initially resulted as 7.2 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 9.2 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 7.3 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 9.4 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The ca reagent lot number was 13658101, with an expiration date of 05/31/2017. The customer noticed that there were some bubbles in the water bath of the analyzer. The customer performed a bath exchange and after this, bubbles were no longer found to be present. The customer ran precision studies. The customer later stated that she noticed water overflowing near the back of the cuvettes near the ultrasonic mixers of the analyzer. The field service representative determined that the rinse unit was overflowing. He cleaned the water supply and vacuum lines. He stated the cell blank nozzle was spitting water, causing the top of the cells to get wet. He ran a mechanism check, with no errors. The customer has not reported any additional issues since the service visit.